Manufacturer narrative:
Patient weight has been requested. Patient weight has not been provided by the site. A software investigation has been completed. Also, the system board and the atp board have replaced on the system. Part return requested. No parts have been received by the manufacturer for evaluation. The software investigation determined that the reported behavior is a known software anomaly. This anomaly is tracked through a software anomaly tracking database, and references to this instance have been added to the record.

Event description:
A medtronic representative reported that while during a spinal fusion procedure, the imaging system stopped in the middle of a spin. The progress bar for image acquisition did not complete. The system error logs showed the error "xraysignalstate.condition: inittimeout". No patient impact was reported, and the procedure was completed after a delay of less than one hour. No additional details were provided.

Manufacturer narrative:
Additional information: the system has since been replaced with a new imaging system.

Manufacturer narrative:
(B)(4).